Manufacturer narrative:
The qc and proficiency sample results were acceptable. The field application specialist ran precision testing that was acceptable. The field service representative checked the rinse levels and probe washes. He verified adjustments and checked cell blank results for abnormalities. No issues were found. The investigation is ongoing.

Event description:
There was an allegation of a questionable low bilt3 bilirubin total gen.3 result from the cobas pro c 503 analytical unit. The initial result was 10.9 mg/dl. The sample was then tested at another site and the result was 13.9 mg/dl. The questionable result was reported outside of the laboratory. The reagent lot number was 57352001 with an expiration date of 30-apr-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The analyzer alarm trace documents several sample probe abnormal aspiration and sample short alarms. This could be an indication of poor sample quality. The investigation determined the assay was working per specification. Quality control was acceptable and precision testing was within guidelines.